Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of upstream occlusion was not reproduced due to the constant presence of the reload set alarm. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic calibration values. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion. There was no patient involvement. No additional information is available.